Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the lesion was 99% stenosis with calcified. There was not a problem at the time of 1st run. It used after implant of cypher stent. However, it withdrew because it was caught on cypher stent. An image did not appear then. Patient condition: good.

Manufacturer narrative:
A review of the device history record was performed and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. During investigation, blood stain was observed inside of the distal tip assembly. During image characterization testing, no image appeared in the systems due to imaging core wind up in the telescope assembly. Additionally, kink was observed in the sheath assembly 8.2cm from femoral marker at proximal side. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance (washington dc) and deemed appropriate to further mitigate patient risk.